Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the stapler sheath accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the stapler sheath accessory broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
On 07/23/25019, intuitive surgical, inc. (Isi) received sus voluntary event report mw5087866 stating that "a portion of the institute surgical, endowrist stapler sheath, peeled off of the stapler while inside the pt. FDA safety report ID# (B)(4).¿ isi followed up with the initial reporter on 7/25/2019 and obtained the following additional information: the stapler sheath accessory fell inside the patient and all parts of the stapler sheath accessory were retrieved during the same procedure with an additional instrument. The surgeon was unsure what caused the stapler sheath accessory to fall. The stapler instrument was visually inspected prior to use. The stapler instrument had been in use for about 10 minutes and did not make contact with any other instrument or hard material. The stapler instrument had been removed during the procedure, and the wrist had been straightened upon removal. A post-operative x-ray was performed to check for remaining fragments and nothing was observed. The patient has not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object.